Event description:
My ICD shocks me up to 25x day and causes syncope. The syncope leads to unnecessary rescue and hospitalization that causes more harm from excessive sedation. The ICD by boston scientific was implanted with false claims by dr (B)(6) of (B)(6) medical in (B)(6) and (B)(6) hosp. The adverse shocks have caused four hospitalizations at (B)(6) without any care to turn off or deactivate. (B)(6) only wanted to treat side effects of the adverse such as seizure or infection. And (B)(6) had no cardiologist or electrophysiologist, only internal medicine drs. Dr (B)(6) is based in (B)(6), flew in for a weekend of sailing at the original implant of the ICD, and no show at six f/u appts. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter on 10/08/2019 for mw5089179: treated for infection and put in hiv center instead of harm from unnecessary implanted defibrillator (ICD). I do not have hiv. I was unable to use the FDA website to revise my medwatch report under access number mw5089179. The hhs letter from assistant dir (B)(6) dated september 30, 2019 said "study trends...scientific staff". I intended to make the FDA aware of false claims and fraud against medicare for treatment that was not my device of implanted cardioverter defibrillator (ICD). The ICD was implanted in 2010 without heart failure or cardiac disease that the FDA requires for implanted defibrillators. The ICD has had four more false claims of treatment by the same paramedics and hosp. The false claims have now over half million. Will the FDA do law inforcement of the criminal false claims and fraudulent harm to me? While being FDA chief commissioner, dr (B)(6) had helped load the unnecessary and harmful ICD in maude. Can you review that initial report and compare with my july 2019 as well as the (B)(6) in claims without treating my ICD harm? And will the FDA continue to pay false claims to the same hosp who fraudulently implanted the ICD?